Manufacturer narrative:
The last calibration was performed on (B)(6)2021 and met acceptance criteria with no alarms. The investigation noted there appear to be differing amounts of calibrations between hemoglobin and hemoglobin a1c in the calibration history. Per product labeling, "always calibrate both assays (hb and hba1c) in parallel." Only one level of qc (lv.1) from (B)(6)-2021 was provided. This met the acceptance criteria. The customer had errors on qc (lv.1) on (B)(6)-2021 and (B)(6)-2021. An investigation of the alarm trace found abnormal aspiration alarms as well as abnormal sample aspiration. These are consistent with poor sample quality. The customer reported having further issues after the first field service engineer (fse) visit. The fse returned and found the sample probe was sticking during abnormal descent and a need for a special wash addition to the assay. The fse cleaned the sample probe housing and a special wash was added. Per product labeling, a special wash is "required when more than 100 hba1c samples are processed per day." No further issues were reported after the service visit.

Manufacturer narrative:
The field service engineer (fse) found a fluidics failure. The fse cleaned and adjusted the rinse mechanism levels and repaired the sample probe. The investigation is ongoing.

Event description:
There was a complaint of a questionable hba1c iii tina-quant hemoglobin a1c iii result for 1 patient tested with a cobas 8000 c502 module. The questionable result was reported outside the laboratory. The patient¿s initial result was 19%; the repeat was 5.3%. The repeat was tested on a second c502 module. The customer believes the repeated result to be correct. The hba1c iii tina-quant hemoglobin a1c iii used was lot 54387401 and had an expiration date of 31-oct-2022.